Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the pump. The seroma that was observed did not have a confirmed cause and is a known possible risk based on the instructions for the use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a prometra ii 20 ml pump that was explanted due to the patient reporting a lack of pain relief. Representative reported that there were no reported volume discrepancies. They also reported that the patient had a catheter dye study done at an unknown date and the catheter was deemed patent. During the explant procedure, the physician observed clear fluid in the pump pocket. The physician did not know what the fluid was and it was not tested. Additionally, the physician reported that it was more difficult to aspirate from the reservoir than they typically experience.